Event description:
Note: this report pertains to one of two events that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2008-6318 for a description of the other event. It was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a prolieve procedure (weight of patient is unknown) in 2008. According to the complainant, "during the procedure, the psi was not detecting a pressure change when inflated the prostatic balloon. The case was aborted." There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The lot number (614076) provided by the end user could not be confirmed; therefore, the device manufacture date and expiration date cannot be determined. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.